Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the orange (+5v) wire was intermittent in the trunk cable. The cause of the incoming test failure is the intermittent wire. The root cause of the short cannot be positively identified. No adverse event resulted from the damaged trunk cable wire. The patient received a replacement electrode belt.

Event description:
During service investigation of a (B)(6) male patient's belt which was returned for an unrelated reason, a reportable problem was discovered. The belt failed incoming testing. The patient was issued a replacement belt.